Event description:
The micro sagittal saw was sent for evaluation because it was running in safe mode during a shoulder procedure. The procedure was successfully completed with the same equipment; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was identified as the probable cause of the device running in safe mode.